Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/09/2017 with the following findings: during investigation, the black box and alarm history showed multiple ¿cs054/cs052/cs012¿ consecutive slave communication failure alarms. The battery compartment and cap were undamaged and able to fit. There was no cs 012 alarm during investigation. The product performed within specification. The cs 012 alarm was unable to be duplicated during investigation. The pump¿s cover was removed and there was no intermittent condition found to the printed circuit board or to the continuous glucose monitor module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.